Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and free gas are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, two days after placement of the tubing, the patient experienced a high c-reactive protein value, fluid and free gas at the insertion channel, fever of 37.8 degrees celsius, and a post surgical infection at the stoma. A CT scan of the abdomen revealed small, moderate amounts of free gas and fluid at the insertion duct. The patient received a blow drainage with suction to relieve the stomach to reduce the risk for getting gastric juice into the abdominal cavity and unknown antibiotics and pain killers. The peg j tube was not used and the patient used other medications. In (B)(6) 2017, the patient recovered from the high c-reactive protein value, fluid and free gas at the insertion channel, fever of 37.8 degrees celsius, and the post surgical infection at the stoma. Duodopa therapy was restarted and the patient was discharged from the hospital.